Event description:
On (B)(6) 2012 customer reported that the probe on their act diff instrument dripped about 3 to 5 drops of fluid onto the counter during the startup cycle. Customer stated that platelet background counts also failed. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and performed the decontamination procedure. Fse also replaced the dual diluent filters. This resolved the platelet and leak issues. No further problems were reported.

Manufacturer narrative:
(B)(4).